Event description:
Info received indicates the outer sheath was pulled from the grommet on the pendant which exposed bare wiring.

Manufacturer narrative:
The account replaced the pendant to repair the bed.